Event description:
This is the third of three reports (same product ID, same product problem, different patients). This report is in regards to the third patient. Linked to mfg reports: 3004608878-2016-00147, 3004608878-2016-00148. A complaint was received that 3 of the a1059 mayfield modified skull clamps experienced a failure in function. The nature of the failure was that the patient's head moved while in prone position. The [skull] pins did not slip, however, it was suspected that a mechanism in the 2 pin side is not holding the position when weighted down. The patient starts in a position of extreme flexion and at the end of the case the patient is much more neutral. The incident occurred on 3 separate patients, whose age and gender were not provided and the date of the incident was not provided. The patient's were prepped for surgery and the incident caused a delay in surgery (amount of time is unknown). There was no report of patient injury or death and it was unknown if the incident required a revision or medical intervention. Additional information was requested.

Manufacturer narrative:
Integra has completed their internal investigation on 22 aug 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: three (1-a1059's and 2-a3059) devices were received from this customer and inspected with the complaint description "failure" and at the time these skull clamps were serviced specific details were not provided as to what failure meant as such these devices were assessed to the required inspection criteria and repaired back to full working order. The investigation covered all three devices. A1059 107: this device was manufactured on 30-sep-2010 and a review of dhrs containing lot code 107 showed that there were no anomalies related to this reported failure. No mrrs or variances were associated with this lot. . No manufacturing or design related trend has been identified. Conclusion: sr# 98010 a1059 lot# 107 in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2010 and last serviced in 2013.